Event description:
Theorectical emi anomaly. Reporter indicated that pt's device was acting very erratically. It was believed that the device may be near end of service. It was noted that setting were different than what device was programmed to. Device was reprogrammed and the pt felt severe pain. Settings were lowered and interrogation of the device yielded a data transmission error. Device was reset and a lead test was run. During the test, the pt felt stimulation and the pt's voice changed. The test indicated a dc-dc code of 2 and eri flag "yes", indicating that device was near end of service. Device replacement to be scheduled.